Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the reported test strip lot expired 04/30/2019. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to her adc blood glucose meter turning on with button press but not with test strip insertion. Customer further reported she experienced symptoms described as tremors, sweating, stomach pain, confusion, and having to lay down to prevent from falling. Customer was treated with "tablets for rapid resugaring" by a non-healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported strips were returned, however, unable to test port issues due to expired test strips. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Port complaints are related to meters only. Therefore, no investigation activities are required for the strip. The DHR (device history review) for the neo meter was reviewed. The DHR showed the neo meter passed all tests prior to release. If the product(meter) is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
Customer reported being unable to test due to her adc blood glucose meter turning on with button press but not with test strip insertion. Customer further reported she experienced symptoms described as tremors, sweating, stomach pain, confusion, and having to lay down to prevent from falling. Customer was treated with "tablets for rapid resugaring" by a non-healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.